Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A visual inspection noted evidence of leak inside the cover. Functional testing was performed and the cause of leakage was due to a pin-hole size leak on the bladder. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance that the customer noticed a collection of fluid in the base of the container of a ce intermate sv 200. The customer clarified that the fluid was inside the container between the container and the balloon. It was reported that it was not infused and the balloon remained filled. The patient then used a different device and received the medication. The identity of the liquid is unknown. There was no patient injury or medical intervention necessary. No additional information is available.